Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be at a battery status of middle of life 2 (mol2) in the box prior to implant.